Manufacturer narrative:
Add¿l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the subject was enrolled into the (B)(4) study and received their study surgery. The exact date of surgery is still being clarified with the site. The subject was revised due to a loose tibial component.